Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The system board and central processing unit (cpu) required replacement to address the issue; however, no repairs will be performed as the device will be scrapped.